Event description:
No death reported. Customer reported an incident of hypoglycemia that occurred two months ago requiring professional medical treatment at a time when she was unable to use her advantage system due to no power. She had symptoms of hypoglycemia, attempted to test with the advantage, meter had no power. She passed out, co-workers called emt's who treated her and transported her to a hospital where she was treated and released. She also reported that two months prior to this incident, the meter and strips were left in the car in the sun for a long time' after which the screen display turned blue/green. Attempted to use the meter at that time, display showed missing segments, meter power then failed. A request was made for the return of the system and a replacement was sent.